Event description:
The facility reports two caregivers were using the lifter to pick up the patient from a shower chair in the patient's room. The sling was placed under the patient and hooked to the hanger bar of the lift. The patient was then lifted up out of the chair. Using the dps, the caregiver leaned the patient back enough to make the patient comfortable. Once comfortable, the caregiver began to raise the lift with the patient. The left side shoulder clip of the sling detached from the hanger bar. The caregiver was able to catch the patient almost immediately, resulting in the patient only hitting her head on the closet door. The other caregiver immediately reattached the sling clip to the hanger bar, and they moved the patient to the wheelchair. The charge nurse of the day was notified. The resident sustained a bump on her head and was placed under observation for 48 hours.